Manufacturer narrative:
The MFR's service rep instructed the customer over the phone to detach and reattach the transmitter, and to re-calibrate the instrument. The accuracy was on target, and the system is operating as intended.

Event description:
The customer reported that the accuracy of the entrak 2500 system was off by 3 inches. No pt injury was reported.